Manufacturer narrative:
(B)(4). Batch # m92g1j. Investigation summary: the device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument, and the hand activation feature was non-functional, however, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece and the moisture indicator was found to be positive the handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal. This may be caused by a reduction of the compressive force on the distal seal, however no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. No defects or nc related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a warning message displayed: "replace handpiece." There was no patient consequence.